Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer¿s strips were requested for return. The strips are not available for return, as they were all used. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 12:14 the meter result was >8.0 inr with flashing 'c'. At 12:18 the meter result was 3.8 inr and at 12:28 the meter result was 4.3 inr. At the same time, the laboratory result was 3.3 inr. The patient's therapeutic range was asked for but not provided.